Event description:
It was reported the patient did not have concerns with their device or therapy. It was noted the patient had a question regarding the implant battery.

Event description:
It was reported the patient felt pain at the internal neurostimulator (ins) site and passed out when pressure was applied. It was noted the symptoms started following an ins replacement. It was reported the patient turned the ins off the evening of the replacement. It was noted the ins was still off. It was reported the stimulation was helping. It was noted the ins was fully charged.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).